Event description:
It was reported that the rubber handle of the device peels away. A back-up was available.

Event description:
It was reported that the rubber handle of the device peels away. A back-up was available.

Manufacturer narrative:
An event regarding peeling handles involving a headed pin impactor extractor was reported. The event was confirmed. A visual inspection revealed little damage to the device except for tears in the santoprene handle coating at its distal end. The device is fully functional except for the torn santaprene handle coating. A material analysis was not performed because the degradation of overmolded santoprene handle coatings is a known issue addressed by ncr/CAPA. It is believed the event was not related to patient factors. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The investigation concluded that there is no indication the event is related to a manufacturing issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.